Event description:
Per the medical record, patient had the celect ivc filter placed in the intrahepatic ivc, following a deep vein thrombosis (dvt). Reportedly, the patient no longer needed the filter so it was to be removed. Reportedly, the filter was tilted and the apex embedded celect ivc filter with a fractured arm was distally embolized to the right lung base. Per the medical record, the entire filter was removed from the patient. No harm to patient noted.